Event description:
It was reported that a user experienced hyperglycemia after a meal announcement of approximately 60 grams of carbohydrates, with blood glucose rising to 318 mg/dl and a rapid upward trend shortly after a recent infusion site change; no device alerts occurred, no visible leakage or site issues were noted, and insulin delivery was confirmed, with the user later replacing the infusion set and resuming delivery using a cd-style infusion set. Symptoms included elevated blood glucose without clinical sequelae. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no outside assistance, with glucose decreasing to 189 mg/dl and trending downward. Investigation included customer counseling, verification of insulin delivery, assessment of infusion site condition, and confirmation of site change completion. Investigation of this case revealed no device alarms or apparent hardware malfunction and no identifiable infusion set defect, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.